Manufacturer narrative:
This report is submitted on august 02, 2019 by cochlear limited.

Event description:
Per the clinic, the patient experienced no sound with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.